Event description:
It was reported that the patients spinal cord stimulator (scs) leads may have migrated. The patient was hospitalized, and a CT scan will be performed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6).